Event description:
It was reported that the issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h8 and h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope sat visibly contaminated for more than 48 hours. There was no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.